Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator (ipg) (B)(6) 2007; 5076 implantable pacing lead, (B)(6) 2007. (B)(4).

Event description:
It was reported that the atrial lead exhibited noise and had experienced a polarity switch. The lead was capped and replaced. No patient complications have been reported as a result of this event.